Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #: p160054.

Event description:
The patient has a known short to shield. The patient has been managing this with an ungrounded 14v cable. The patient was seen in the clinic and the cable was preventative replaced.

Manufacturer narrative:
Upon investigation, the patient's short to shield was previously reported under manufacturer report number 2916596-2020-00735. This event only covers the preventative replacement of the patient cable. Therefore the manufacturer no longer considers this a reportable event, as no new driveline damage was reported. Section h4: additional information. Manufacturer's investigation conclusion: the patient¿s 14v ungrounded patient cable was preventatively replaced. No device issues were reported. The relevant sections of the device history records for ungrounded patient cable, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook both address how to properly care for, maintain, and store the equipment for proper use and also state that the patient cable must be replaced 12 months after initial use. No further information was provided. The manufacturer is closing the file on this event.